Event description:
An insurance co is alleging a heating pad caused a fire that resulted in damage to its insured's property. Consumer uses the heating pad every evening for his hands. Incident occurred at 2:15 pm. There were no injuries reported with this incident.